Event description:
It was reported that during testing the device had a ripped and bubbled downstream occlusion (dso) seal. The screen was also damaged. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device has a ripped and bubbled downstream occlusion (dso) seal" was confirmed through visual inspection and was therefore the dso seal was replaced. Further investigation found that the lcd lens and the battery door seal were damaged, and the upstream occlusion (uso) seal was bubbled. The lcd lens, battery door and uso seal were replaced. Performed dso/uso sensor calibration. Updated software and unit reset to standard configuration. The unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.